Event description:
A report was received that the patient will undergo an explant. The reason is unknown.

Event description:
A report was received that the patient will undergo an explant. The reason is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70, serial: (B)(4), description:artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient was explanted. The patient had stimulation in the target area but did not received the proper pain relief therapy. No malfunction was suspected. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.